Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported a sys received a sys message and shut down during a procedure. The procedure was completed after rebooting the sys. There was no pt harm.